Event description:
The complainant reported an 85 year old white male patient presenting for impella support for acute myocardial infarction and cardiogenic shock. During insertion of the repositioning sheath, the "blue hub" was inserted too far and a bleed developed. The pump was removed and hemostasis was achieved via manual pressure, however, a contralateral balloon insertion was also required as intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.